Event description:
It was reported that the pump and catheter were removed due to infection. The device was not replaced. There was no pt injury and the pt recovered without sequela. The hospital recently gave the pump to the company rep.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Reason for late MDR due to implementation of process improvement.